Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose levels. The caller did not know the blood glucose reading. The caller stated that the insulin pump was not delivering insulin to the customer as it should. The customer complained of dehydration. The caller indicated that the customer had some stomach condition, possibly gastroparesis, which prevented him from keeping his food down. The customer was discharged and placed on manual injections for treatment. The customer had been wearing the insulin pump at the time of hospitalization and was advised to replace the insulin pump. The caller declined troubleshooting assistance for the issue. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response due to a flattened express bolus, escape and act button dome switches. The insulin pump was also received with a cracked reservoir tube lip and minor scratches on the display window.